Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a foreign object present upon opening the package.

Event description:
It was reported that there was a foreign object present upon opening the package.

Manufacturer narrative:
Alleged failure: it was reported by the customer that there was a foreign object present upon opening the package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be contaminants fell in during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.